Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the patients tpn infusion is ending three hours early. During a follow up conversation with mmdg, the initial reporter stated that the patient "is fine" after the complaint. (B)(4).